Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 met specifications during electrical testing with no open or short circuits detected. The tip thermocouple (tct) read as an open circuit during electrical testing, consistent with the reported event. The open circuit was isolated to the green catheter shaft. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open circuit remains unknown.

Event description:
During the premature ventricular contraction procedure with radiofrequency ablation, there was a delay due to a communication issue. The catheter displayed potential, morphology, and pressure normally, but ablation could not be performed. The radiofrequency ablation panel indicated the catheter was not connected, with an impedance of 999o. The radiofrequency ablation device was changed and the pn cable was changed with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.